Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The evaluation of the returned device revealed that the trigger mechanism had been activated and the slider had been retracted. The stent had been released and was missing. The safety clip was found detached and missing. The reported event could not be reproduced. Potential contributing factors have been evaluated. Previous investigations of similar complaints have been reviewed. The safety clip preventing the retraction of the sheath and subsequent premature stent deployment was missing upon sample receipt. It is unknown when and why the clip was removed. The event may be associated with rough handling of the device during shipping, storage or preparation. A damaged or wrong sized guide wire as well as insufficient flushing of the device may cause high friction forces resulting in premature stent deployment. In this case, no procedural information was provided. Based on the information available, a definite root cause could not be determined. The IFU states: "visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." Also the IFU states: "a removable red safety clip prevents accidental or premature stent release. Do not remove the safety clip until you are ready to deploy the stent." And "if the red safety clip has been removed or becomes inadvertently detached from the grip, do not use the device." Also the IFU states: "the bard e-luminexx vascular stent is only compatible with a 0.035¿ (0.89 mm) guide wire."

Event description:
It was reported that the vascular stent was found to be partially released. Therefore, the device was not used. Another stent was implanted. No patient injury reported.

Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # (B)(4). The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. There was no reported patient contact; therefore, no patient details have been provided.